Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. The complaint device was received and inspected. Visual observations revealed the jaw pin was protruding out of its space contributing to the jaw failure (or/misalignment of the jaws), confirming this complaint. To test its functionality, an eiii needle was loaded into the device and was tested on a sample rubber strip. The jaw did not hold the rubber strip tightly. This could be result of broken jaw pin. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space. This failure can be attributed to user technique. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint.  Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep that the jaw on the customer's expressew iii without hook would not close all the way during a rotator cuff repair. The sales rep stated that the case was completed with the device. There were no patient consequences or delays. The device is being returned.